Manufacturer narrative:
A steris service technician inspected the 6000 series reliance endoscope drying and storage cabinet and found rough edges around the inner door frame of the unit. The technician filed down the rough edges, tested the function and operation of the device and confirmed it to be operating to specifications. The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported an employee obtained a cut to their hand while cleaning their 6000 series reliance endoscope drying and storage cabinet. Medical treatment was sought and administered with bandages, and antibiotics.